Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error the motor arm cannot communicate with the main arm,drive count/time values or changes incorrect for moving or coasting. Too slow or too fast, hardware low level failures. Alarms were noted. The audio tones/beeps functioned properly. However, hardware low level failures during self-test is confirmed in the pump history file due to a hardware error. Motor was tested outside device, and it passed. Unit had cracked keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer reported that they were able to clear the alarms and able to rewind the insulin the insulin pump. Customer reported that main button of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.